Manufacturer narrative:
The technician inspected the foot section and latching mechanism and found the foot section was latching properly. He applied considerable force in all directions and foot section stayed secure. Affinity two bed and in-service manual states: tug upward on the pulling handle to verify the foot section is securely seated.

Event description:
The biomed stated a doctor was sitting on the foot section of the bed and it fell off. No injuries occurred. The account has removed the older affinity bed from use and will retire it.